Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing a burning sensation around the ipg site which becomes worse with stimulation. The patient was reprogrammed which did not resolve the issue. Surgical intervention may be pending to address this issue.